Manufacturer narrative:
Exact date of event is unknown.

Event description:
Related manufacturer reference number: 1627487-2023-00405, related manufacturer reference number: 1627487-2023-00406. It was reported that the patient's ipg has become inoperable and that the patient experienced pain at their iliac crest where the leads were peripherally placed. As a result, the patient underwent a surgical procedure on (B)(6) 2023 during which the ipg was explanted and replaced and the two quattrode leads and extension were explanted to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.